Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 10 am with a high blood glucose level of 555 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they change the batteries more often than usual. The customer did not troubleshoot the issue. The customer was sent replacement reservoirs and to use aaa batteries to resolve the issue. The customer did not return the product back for analysis.